Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that subject flow diverter implantation procedure was performed in the patient with moderately tortuous vasculature and saccular aneurysm. The patient was previously treated with paraclinoid segment endovascular aneurysmal coil embolization in urgency. During the procedure, though the implant was opening very well after initial positioning of it from m1 (middle cerebral artery m1 segment) to ica (internal carotid artery), the physician repositioned and recaptured it three times, as the distal positioned of the subject stent was too high in the vasculature. But during the third attempt of redeployment, the implant was not opening any more. So the physician changed the subject flow diverter (which was bigger size to have more tissue to handle) and microcatheter to new devices. The procedure was completed successfully. When the physician checked the subject stent out of the patient's vasculature, the fibrin clot noticed on the implant. According to the physician fibrin deposition didn't enable opening of the stent. Twelve days of prophylactic double antiplatelet therapy was administered to the patient pre-procedurally. Patient condition following procedure is reported to be stable.

Event description:
It was reported that subject flow diverter implantation procedure was performed in the patient with moderately tortuous vasculature and saccular aneurysm. The patient was previously treated with paraclinoid segment endovascular aneurysmal coil embolization in urgency. During the procedure, though the implant was opening very well after initial positioning of it from m1 (middle cerebral artery m1 segment) to ica (internal carotid artery), the physician repositioned and recaptured it three times, as the distal positioned of the subject stent was too high in the vasculature. But during the third attempt of redeployment, the implant was not opening any more. So the physician changed the subject flow diverter (which was bigger size to have more tissue to handle) and microcatheter to new devices. The procedure was completed successfully. When the physician checked the subject stent out of the patient's vasculature, the fibrin clot noticed on the implant. According to the physician fibrin deposition didn't enable opening of the stent. Twelve days of prophylactic double antiplatelet therapy was administered to the patient pre-procedurally. Patient condition following procedure is reported to be stable.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the device was returned together with an xt-27 microcatheter. There is no allegation against the catheter. The stent was found to be opened and slightly deformed with frayed braid at the edges. The sdw (stent delivery wire) was inspected, and no anomaly was noted. The stent introducer sheath was not returned. Functional inspection: not applicable. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging or the device prior to use, the device was prepared as per the dfu, continuous flush was maintained, and the patient¿s anatomy was moderate. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the implant (stent) deployment. There were no difficulties encountered during the procedure that could have contributed to reported issue. In the physician¿s opinion the cause of the stent not opening was fibrin deposition which didn¿t enable opening of the device. In the physician¿s opinion, the reason for the reported event of fibrin deposition on the implant was the device, but he is not sure. After removing the subject flow diverter from patient¿s vasculature, an angiogram was performed. The patient¿s current condition is good. The patient did not suffer any adverse consequences as a result of the reported event. Dapt was started 12 days before the treatment, dosage 100 mg asa and 75mg plavix. The physician recaptured the stent as the distal position was too high. Femoral access. The size of the stent was appropriate for the aneurysm but may have been too short to handle the stent, so the second fd length was 15mm instead of 12mm. The aneurysm was previously treated with coils, saccular, around 5mm. The physician does not feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The physician changed the size of the flow diverter to finish the procedure to have more tissue to handle. The procedure name/ description was aneurysm treatment with fd (flow diverter). Actions taken by the physician to try to resolve the event was device removed. Product analysis found the stent was opened and slightly deformed and both edges were frayed. There was no anomaly with the sdw. An assignable cause of procedural factors will be assigned to the reported ¿nv - stent failed/unable to open (when not implanted)¿ and to the analyzed ¿nv - stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported ¿¿nv ¿ patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that subject flow diverter implantation procedure was performed in the patient with moderately tortuous vasculature and saccular aneurysm. The patient was previously treated with paraclinoid segment endovascular aneurysmal coil embolization in urgency. During the procedure, though the implant was opening very well after initial positioning of it from m1 (middle cerebral artery m1 segment) to ica (internal carotid artery), the physician repositioned and recaptured it three times, as the distal positioned of the subject stent was too high in the vasculature. But during the third attempt of redeployment, the implant was not opening any more. So the physician changed the subject flow diverter (which was bigger size to have more tissue to handle) and microcatheter to new devices. The procedure was completed successfully. When the physician checked the subject stent out of the patient's vasculature, the fibrin clot noticed on the implant. According to the physician fibrin deposition didn't enable opening of the stent. Twelve days of prophylactic double antiplatelet therapy was administered to the patient pre-procedurally. Patient condition following procedure is reported to be stable.